Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 85% stenosis, was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at its rated burst pressure (rbp. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified that the inner lumen of the extrusion was stretched 5.1cm from the distal tip. A detailed microscopic examination of the balloon material identified a circumferential tear 0.1cm distal to the proximal markerband. Tip showed no signs of tip damage. A leakage test was performed; however, an inflation attempt was not performed due to the observed tear in the balloon material.

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 85% stenosis, was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at its rated burst pressure (rbp. The procedure was completed with a different device. No patient complications were reported, and the patient remained in good condition post-procedure.